Event description:
It was reported that the ilet user performed a full supply change but dismissed an insulin set expired alert and did not complete the ¿new infusion set¿ step on the device, resulting in the cartridge date updating while the infusion set status did not. There were no reported adverse clinical effects. Outcomes included no reported clinical impact, with successful completion of cartridge and tubing change and system updates following guidance. Investigation included remote review of device status and user workflow, as well as troubleshooting and education on correct supply change steps. Investigation of this case revealed a use-related error in supply change sequencing that led to an incorrect infusion set status on the device, which was resolved through correct process completion. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device operation and instructions for use.